Event description:
It was reported that the ilet screen was cracked and became unresponsive, as confirmed by a user-provided photo, and the user shut down the device and transitioned to backup therapy while a replacement was arranged. Symptoms included no injury. Outcomes included temporary interruption of ilet therapy and use of backup therapy, with continued cgm use via app or receiver and planned return of the damaged device. Investigation included collection of user report and photo review. Investigation of this case revealed physical damage to the display assembly consistent with external impact, resulting in loss of touchscreen function without device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.